Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that the ptm was not working properly. They stated that an "emergency" message displayed yesterdayand that they would have to call mdt. The patient couldn't recall the exact message. It was noted that it would take 4-5 attempts before they could establish a connection. Additionally, they mentioned that it would take a long time to connect to their pump. The issue started when they received the device and it's been really bad for the last couple months. The agent walked the patient through resetting the communicator and handset and clearing the data. The patient was able to successfully connect with no lag.